Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The device was received loaded with a fully fired reload. Properly formed staples were present of the cartridge surface. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. The file will be closed tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a colorectal low anterior resection procedure, surgeon placed the stapler around tissue in the rectum. The stapler fired but no staples deployed around the rectum. The device operator performed full, complete squeezes of the handle. The handle returned to open position following the first full squeeze of the handle. However, the handle remained in the closed position following the second complete squeeze of the handle. The device operator cut the tissue thinking that the staples had deployed. There was unanticipated tissue loss. There was no delay in surgery time of over 30 minutes. There was no blood loss of 500cc or more. Nothing fell into the patient cavity. Currently, the patient has returned home.